Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer. The system was cleaned, including the pre-wash sipper gripper fingers and the entire flow path of the instrument. The reporter stated they continued to get questionable results after these actions. The reporter later found that all affected samples had a film on the surface. The investigation determined the issue was caused by incorrect pre-analytic sample handling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for 15 patient samples tested with elecsys ferritin on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The ferritin reagent lot number was 462033. The reagent expiration date was requested, but not provided.